Event description:
It was reported that the device exhibited premature battery depletion. When the device was deactivated for explant, the patient went asystolic due to oversensing. The device was explanted and replaced.

Manufacturer narrative:
The premature battery depletion was confirmed in the laboratory. A longevity estimation was performed and found to be within specification. However, the battery voltage dropped from eri to eol prematurely. An internal anomaly was found within the battery that resulted in the premature depletion.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.